Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found to have one severely bent grip notch that holds the clips, causing misalignment of the grip-tips. The grip notch was bent by 0.39mm. The grips were not found to have cracking damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted pediatric cholecystectomy surgical procedure, the medium-large clip applier instrument did not release the clips properly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.